Manufacturer narrative:
The following fields are unknown due to the implant item and lot number being unknown. Due to no device information being provided/known and no device return, the identity of a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Unknown device/device not returned.

Event description:
The clinician reported that the unknown biomet implant at tooth site 7 became stripped and was removed on (B)(6) 2019. It is not know why or when the damaged occurred.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.